Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in luer lock after the customer disconnected their luer lock accidentally. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was guided through the fill tubing process in order to prime the air out of the tubing. Customer reconnected their infusion set to prime out the air bubbles and resumed insulin delivery.